Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, multiple automatic mode switch episodes were observed for the previous month. High, out of range atrial pacing impedance and atrial noise were observed on the competitor atrial lead. No further information is available.